Event description:
During initial inflation of the fire star balloon with an indeflator, the balloon burst at 3 atms. The target lesion was the mid circumflex. The vessel was described as highly calcified and slightly tortuous. There was no difficulty prepping the device. The lesion was initially dilated with a maverick (boston scientific) balloon, which burst at approximately 4 atmospheres (atms). The maverick balloon was removed and the firestar balloon was advanced without difficulty over the guidewire, to the lesion. There was no difficulty crossing lesion with the balloon, during it's initial inflation with an indeflator, the balloon burst at 3 atms. It was noted that the contrast to saline ratio was 50/50. The maverick balloon was safely removed from the pt and another balloon (brand unk) was inserted to complete dilation. There was no indication of dissection or vessel perforation. The lesion was ultimately treated with a promus (boston scientific) stent. There was no reported injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.